Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst commented that battery longevity estimates will continue to show reduced longevity due to initial charges that were made at the time of implant.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) longevity estimator was not accurate. Device interrogation indicated that after only 17 months, the remaining longevity was 1.9 years. Review of a recent remote transmission confirmed that the estimate provided at interrogation was not accurate. The device will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.